Event description:
It was reported that during a procedure the micro sagittal saw was overheating and smoking. It was reported that the handpiece became so hot that it melted the doctor's glove. It was reported that the doctor did not get burned and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the micro sagittal saw was overheating and smoking. It was reported that the handpiece became so hot that it melted the doctor's glove. It was reported that the doctor did not get burned and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During this visual inspection, the service technician observed a worn bearing on the driver. The device was repaired and will be returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.